Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 542 mg/dl. The customer stated that she had moisture in her set, she replaced her set at night and when she woke up her blood glucose went to 500 mg/dl. The customer also received insulin flow block alarm on her insulin pump. Troubleshooting was not performed. The insulin pump will not be returned for analysis.